Event description:
A globus medical xp and corpectomy spacer was noted to have collapsed 1cm, about 1.5 months post-operatively, necessitating the removal of the device and insertion of a replacement. The xp and corpectomy spacer is a type of vertebral interbody fusion cage that is used in combination with anterior plates and screws in spinal surgery. An xp and t1 19-24mm was used in this particular case. The pt reported some difficulty swallowing shortly after starting physical therapy about one month post-operatively, but denied any other complaints. Cervical x-rays taken at that time demonstrated the spacer had collapsed about 1cm. The spacer had been inserted at the c5-c7 level and was used as recommended by the manufacturer's rep. The xp and spacer was given to the manufacturer's rep after it was removed. The facility recently learned that the manufacturer did not retain or test the device. During the revision surgery, an identical globus xp and corpectomy spacer was used and has functioned appropriately to date. Post-operatively -second surgery-, the pt developed an esophageal perforation, laryngeal edema, and other complications, and was hospitalized for approx. 1.5 months. These problems have all resolved. Recent x-rays show proper alignment of the replacement spacer in the cervical spine.